Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal (specific date not reported). Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2026 during which the exposed electrode was covered with skin and an external auditory canal closure with fascial reinforcement was performed to protect the implant. The patient was treated with oral antibiotics prior to surgery (specific date and duration not reported) due to suspected infection; however, no infection was ultimately confirmed. The implanted device remains.